Event description:
It was reported that the ventilator had an error code indicating machine and proximal pressure sensors failed. There was no patient involvement. The customer troubleshot the unit with technical support and opened the top cover and inspected the cable from the data acquisition (da) to the motor controller (mc) board. The customer disconnected the cable and reconnected it but did not solve the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device with no response received. Conclusion and root cause cannot be determined.

Manufacturer narrative:
The customer reported that the data acquisition (da) board and da-motor controller (mc) cable was replaced however, pneumatics screen now shows 35 volt,12 volt ,5 volt readings out of specification. The customer was advised to replace the power management board or mc board. The repair is still pending.